Event description:
I had umbilical hernia surgery in 2005 for failure of hernia repair mesh used in surgery of 1998. Surgical report shows bard composix kugel hernia patch -medium oval- # 0010205 lot # 43jnd445 was inserted after removal of failed mesh used in 1998 surgery. Present listing of recalled numbers on the bard mesh does not mention 0010205 -205 skippped...goes from 0010204 to 0010206...however I am in immediate need of a third umbilical surgery to remove this failed mesh for the second time! I am painfully facing inventory shortly. I was asked -by family who found the mesh failure in the newspaper- to wait a while until my records could be obtained. However.. I must have this surgery asap..due to serious effects...much pain, burning, nausea, unsightly pointed distended umbilical area -very eye catching in public-...and most upsetting in public when my digestion is so loud...since much of the gut is obviously often outside of the abdominal wall! Medical center is presently obtaining my earlier surgery -1998 records- to determine if the bard composix kugel mesh was used that time also. When the surgeon scheduled the surgery in 2005, he suspected that it would be too difficult to remove however, when he saw the horrible mess inside of me with the first mesh -tangled tissue with the mesh- he knew it would be greater risk to leave it in, therefore was forced to go ahead with a longer, more detailed surgery including removal of the old tangled mesh first, so my blood pressure soared. The drug they used is rarely used except in cases when other bp meds don't work. That one didn't work either so my life was at risk even then, for a surgery of failed mesh. Now I am fearing this upcoming surgery -for another failed mesh- fearing because of the blood pressure problems I had on the table. If FDA, bard, attorneys or any others involved would see my horrible appearance due to this, and realize my health overall has gone downhill since 1998, when I had the first surgery they just might start realizing that this number (0010205) is indeed as bad as all the other numbers listed. I must schedule this surgery now. I also wonder if I had one of the listed bad mesh number runs in me in the first surgery -the reason it failed-. I will have that information shortly from med ctr archived medical records. This is quite upsetting.